Manufacturer narrative:
Additional suspect medical device components involved in the event. There were a total of six electrodes: model: csk-tc10 lot: m032 description: csk tc electrode, 10cm quantity: 3. Model: csk-tc10 lot: l228 description: csk tc electrode, 10cm quantity: 1. Model: csk-tc10 lot: k397 description: csk tc electrode, 10cm quantity: 1. Model:csk-tc15 lot: l892 description: csk tc electrode, 15 cm quantity: 1.

Event description:
Device analysis was performed on the six returned electrode found that the shaft was completely separated from the hub due to excessive external mechanical force.